Event description:
It was reported a patient's right ventricular (rv) lead presented with high defibrillation impedance. No changes were reported. The patient status was unknown.

Manufacturer narrative:
Further information requested but not received.

Manufacturer narrative:
Additional information: a4, b5, e1, e2, e3, g2.

Event description:
It was reported a patient's right ventricular (rv) lead presented with high defibrillation impedance. No changes were reported. The patient status was stable.